Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After impacting the cup it was discovered that the end effector was broke on the back end. Case type tha.

Manufacturer narrative:
Reported event: it was reported that the hip end effector was found broken after tha case. Product evaluation and results: visual inspection. Visual inspection confirms failed locking mechanism with ball bearings failing. Discoloration and wear are seen on the 202862 hip ball retainer. Visual inspection confirms a sheared off 202866 hip release knob. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as visual inspection clearly shows the failure of the device. Product history review: review of the device history records indicate (B)(4).. A review of qt17 - 04 - 0055 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19430816 shows no additional complaints related to the failure in this investigation. Conclusions: alleged failure confirmed. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
After impacting the cup it was discovered that the end effector was broke on the back end. Case type tha.